Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device brushed the back of the user¿s hand causing a small electrical shock which caused reddening of the affected area on the user¿s hand. It was not possible to determine the cause or reproduce the electric shock. No anomalies were observed in the use of the device. The device was removed from the patient.